Event description:
The complaint originated from a foreign distributor in (B)(6): the distributor reported getting a "motor failure" alarm during regular maintenance work. According to the distributor, the turbine assembly was replaced, and that resolved the issue. The distributor requested a replacement turbine assembly.

Manufacturer narrative:
Device evaluation: carefusion received the vela turbine. During testing and evaluation, the ventilator alarmed inop and the turbine was slowly cogging. The turbine encoder was replaced with a known good turbine, and the unit began operating but had a noise coming from the bearings. The defective component was sent to failure analysis for further testing. Failure analysis: the reported issue was able to be duplicated during testing and evaluation. No further investigation was needed. The defective component was sequestered and will be available for any further investigation for at least 90 days then disposed.

Manufacturer narrative:
Carefusion technical support shipped the distributor a replacement turbine assembly. They also issued a return goods authorization (rga) number for the return of the alleged faulty turbine assembly for evaluation. As of july 13, 2015, carefusion has not received the alleged faulty turbine assembly.